Manufacturer narrative:
Siemens filed the initial MDR 2432235-2023-00273 on 13-oct-2023. Additional information (18-oct-2023): the sample read as sample barcode 100023540609 should have been read as sample barcode 810000133189. The sample was not tested and no results were generated. The tube characterization station (tsc) alignments were verified. The barcode was printed using another manufacturer's barcode printer and was assessed to be of poor quality. The barcode symbology used on the instrument was interleaved 2 of 5 without checksum, which is not a recommended barcode type as per auto2-a2 laboratory guidelines. If interleaved 2 of 5 is used, a checksum must be enabled. Interleaved 2 of 5 (I 2 of 5) has a known defect in that it is possible for a short scan that begins in the middle of the barcode to begin with a pattern that corresponds to the required start pattern, or for a short scan that ends in the middle of the bar code to end with a pattern that corresponds to the required stop pattern. The short scan, though incorrect, may appear to be a correct full scan. The customer's use of the interleaved 2 of 5 barcodes does not align with siemens labeling. Siemens recommends using code 128. Using an insecure barcode symbology in combination with a weak barcode printout produced a different output in the initial read. The customer indicated that they will updating the barcode symbology soon. The analyzer is performing within specifications. No further evaluation of this analyzer is needed.

Event description:
The customer observed that the atellica sample handler prime read a sample barcode as 100023540609; however, the sample tube was not physically present in the laboratory. The sample tube corresponded to a sample tube in another laboratory. There are no known reports of patient intervention or adverse health consequences due to the reported event.

Manufacturer narrative:
An outside united states (ous) customer contacted a siemens customer care center to report a barcode read error occurred on the atellica sample handler prime. Siemens determined that the barcode quality was poor, and the customer does not use the recommended code 128 barcode symbology or a checksum in the interleaved 2 of 5 barcode. The customer has been advised that they should use the recommended code 128 barcode symbology or utilize a checksum in the interleaved 2 of 5 barcode.